Event description:
This report is being filed upon notification from our mr manufacturer in a foreign country of an event that occurred in another country. A large patient who could only just fit in the scanner was undergoing a spine scan with the synergy spine coil. His left arm was inside the scanner touching the magnet bore cover. After the procedure, when he was driving home, a second degree burn appeared on this arm.

Manufacturer narrative:
No coil or cable was in the vicinity of the arm but, the arm was touching the magnet bore cover. The close positioning of the arm at the magnet's bore wall played a decisive role in the arm burn. A warning to avoid contact to the magnet bore is already presented in the instructions for use and the rf safety video. This is the first time an rf burn is suspected to have occurred which was possibly caused by the contact with the bore cover. The system operated within specifications.